Event description:
The pt reported the bluetooth connection of the infusion device and blood glucose monitor does not work properly. The pt programmed a bolus via the blood glucose monitor and no bolus was given through the infusion device. The pt's blood glucose elevated to 22.0 mmol/l (396 mg/dl). The pt was hospitalized due to elevated blood glucose. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.